Event description:
The customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the pump into a known working outlet for at least 30 minutes, and a follow-up was planned after the customer intended to perform this action later.